Event description:
It was reported the thresholds for the ventricular lead were not available and there were episodes of noise. The lead will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance equal to 1007 to 2204 ohms range between (B)(6) 2010 and (B)(6) 2012. Two ventricular non-sustained tachycardia (nst) equal to 170 ms on (B)(6) 2010 and (B)(6) 2011.